Manufacturer narrative:
This serves as a correction report. The following sections on the 30-day initial report contained incorrect information. The following sections have been updated as required: device available for evaluation was incorrectly selected as 'no'. Reported meter was returned on 04-aug-2014. This section has been updated. Device evaluated by manufacturer was incorrectly selected as 'not returned to manufacturer'. Correct selection is 'yes'. This section has been updated. Single use was incorrectly selected as 'yes'. Correct selection is 'no'. This section has been updated. Evaluation code was populated with the incorrect evaluation codes. This section has been updated. Additional manufacturer narrative has been corrected to read as follows: the reported meter was returned and investigated with control test strips. No new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading of 94 mg/dl reported by the customer was found in the meter memory. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported test strips have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The reported meter was returned and investigated with control test strips. No new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading of 94 mg/dl reported by the customer was found in the meter memory. Note: the device manufacturer date for the reported test strip is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Health professional reported receiving inaccurate readings on their adc blood glucose meter. Health professional reported receiving a reading of 94 mg/dl compared to a lab result of 221 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.